Event description:
On (B)(6) 2010 customer reports a pt sample for troponin was 0.34, the doctor questioned the result and it was repeated twice and both results were >0.06. Engineer was dispatched and found no mechanical causes for the result. Observation suggested a sample integrity problem and sample handling (bubbles, inadequate centrifugation) were discussed. No further problems or complaints were reported.

Manufacturer narrative:
No malfunction found with instrument but staff indicated that sample handling by night staff may have been an issue.